Event description:
Information was received via a manufacturer representative regarding a consumer with an implantable neurostimulator (ins). It was reported that the representative (rep) had heard of instances where the patients' devices had been thrown off when going through airport security. Caller stated they had heard of patients going through airports and their device had a power on reset (por). Caller did not have any specific information regarding the reported events. No symptoms were reported. No further complications were reported or anticipated.